Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that chest pressure, shortness of breath, nausea and in-stent restenosis (isr) occurred. On (B)(6) 2011, the subject presented with increasing chest pain and chest tightness. The subject was diagnosed with stable angina and cardiac catheterization was recommended. Target lesion #1 was a de novo lesion located in mid left anterior descending artery (lad) with 90% stenosis and was 11 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with direct stent placement using a 3.00 x 16 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and prasugrel the following day. On (B)(6) 2013, the subject presented with recurrent chest pressure across the front of the chest associated with shortness of breath and nausea. At the time of the event, the subject was only on aspirin. Study drug per protocol was last taken on (B)(6) 2013 and other antiplatelet medication was never taken during the study. The 80% restenosis of study stent in proximal lad was treated with direct placement of a 3.50 x 18 mm non bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. The event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel.